Event description:
Patient transferred from bed to cardiac chair. When transferring back to bed, the brake on the chair slipped and the patient almost landed on the floor. Staff believe brake was properly engaged.

Event description:
Patient transferred from bed to cardiac chair. When transferring back to bed, the brake on the chair slipped and the patient almost landed on the floor. Staff believe brake was properly engaged.